Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the hard disk was full even after the export and elimination of patients. The hard disk, controller and emitter were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the em localizer was not connected/ emitter was not connected. There was no patient present.